Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the unit not turning on was due to a faulty band imaging (bi) board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use, the high-definition lcd monitor could not turn on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had no image due to a faulty band imaging (bi) board, and cosmetic wear was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.